Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient did not require hospitalization. The patient was treated with oral fortum (1 gram, frequency and duration not reported). The cause of the peritonitis is unknown. At the time of the report, the patient was recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number was not available, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.